Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that their healthcare provider (hcp) had the patient have the device off for the last two weeks because it was "misfiring" and "not working." The patient indicated that they think the "lead is misplaced or battery is not functioning." The patient was experiencing tingling down the leg and some "sensational things" which almost knocked the patient off their feet. The patient stated that "they have been running tests" and that the patient was having "issues with the bladder." The patient was working with their hcp to resolve the issue. Patient status is unknown at the time of this report. The issues were not noted to have been sudden in nature.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the device was not functioning battery life and they believed that the leads were not functioning properly. They felt like the unit needed to be replaced. It was noted that the unit had been turned off since (B)(6) 2017. The issue had not resolved. They stated that they needed surgery for replacement of the unit and to install a new battery and lead placement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Lead lot number is unknown. Patient is uncertain why their implantable neurostimulator (ins) began acting up. Patient went to the doctor and stated that it wasn't working correctly. Patient said it was misfiring and they turned their ins off. The ins and lead were replaced on (B)(6) 2017 with a manufacture representative (rep) and doctor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.